Event description:
It was reported that the patient was "in pain for a long time". When the pump was replaced, it was found that the catheter was not in the spinal fluid. Both the pump and catheter were replaced. Following replacement, the patient had good pain relief. The drug contained in the patient's pump was not reported.